Manufacturer narrative:
(B)(4). The device was manufactured april 9, 2015 - april 10, 2015. The device was received for evaluation with approximately 71ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the device¿s distal luer cap. After the cap was removed, continuous flow was observed from the device. The flow continued without stopping until the bladder was completely emptied. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during infusion. The reporter stated that the device had been primed and flow was confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.